Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller power loss. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2019 at 00:22:18. The data point prior to the loss of power revealed that a battery was connected to power port one with 97% relative state of charge (rsoc) and a battery was connected to power port two with 63% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one and a battery was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was without power for seven seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.